Manufacturer narrative:
Concomitant medical product: product ID: 977a290 ,lot# 0209744065, product type: lead (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced quite unpleasant tingling ¿shock like¿ sensations when the ins was turned off. The patient generally reduces down the amps first before turning it off. The sensation can be sustained for a lengthy period. The coverage was ok into their left foot. The impedances appeared to be okay; program a1 985 ohms and 2.838 ma, and program a2 980 ohms and 1.533 ma. The amplitude was 0.70. Additional information was received from the hcp reporting that the patient feels the system on even when turned off. There were some unpleasant sensations, but stimulation does cover the area of pain. The patient felt that the ins may have flipped over, but clearly not as able to interrogate the system. There were no electrodes out of range: 0 reference 1 =1197, 2 = 1097, 3 = 1121, 4 = 1048, 5= 959, 6 = 1090, 7 = 1104. No further complications were reported or anticipated.